Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('ectopic, birth ¿ complication'), genital haemorrhage ('bleeding'), hepatitis c ('hepatitis c') and cholecystitis chronic ('chronic cholecystitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hepatitis c (seriousness criterion medically significant), back pain ("back pain"), rash ("allergy:rash/skin condition"), skin disorder ("rash/skin condition"), urinary tract infection ("urinary tract infection"), migraine ("migraine") and cholecystitis chronic (seriousness criterion medically significant) and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, hepatitis c, back pain, rash, skin disorder, urinary tract infection, migraine and cholecystitis chronic outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered back pain, cholecystitis chronic, ectopic pregnancy with contraceptive device, genital haemorrhage, hepatitis c, migraine, pelvic pain, rash, skin disorder and urinary tract infection to be related to essure. The reporter commented: she received treatment for back pain, bleeding, urinary tract infection, hepatitis c, chronic cholecystitis. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event back pain, bleeding, allergy:rash/skin condition, ectopic, birth ¿ complication, urinary tract infection, migraine, hepatitis c, chronic cholecystitis were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.